Manufacturer narrative:
(B)(4). This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product dailies visitint aquacomfort plus that is sold in the united states under PMA/510(k) #k984273. (B)(4).

Event description:
It was reported by an eye care professional that a pt developed a peripheral infectious corneal ulcer in her left eye following contact lens wear. According to the diagnosing ophthalmologist, "the contact lens is not the reason of the infectious ulcer". The pt is "on the road for being resolved". The ophthalmologist did not know when he would check the pt's eye again. The pt was treated with 15 days of antibiotic treatment: phylarm solution, gentalline collyre, tobrex collyre. On the same day after the consultation, the pt had a conjunctival taking and no pathogenic germs were found.